Event description:
It was reported that post-implant a laparoscopic adjustable band, the strain release from the port was found dislocated and migrating down the port tubing. It caused a kink in the port tubing. The patient was brought to the or for a revision. The port and band were removed and replaced with a lap band. The patient originally presented with issues with their adjustments. It is unknown, how many adjustments the patient had, nor the amount of the adjustments.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.